Event description:
It was reported via medwatch report that a balloon rupture occurred, resulting in additional intervention. The 95-99% stenosed target lesion was located in the calcified middle left anterior descending artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. During inflation at 20 atmospheres, the balloon ruptured due to an unforeseen calcium shelf, resulting in balloon shearing. Approximately one-half to two-thirds of the balloon fragment remained within the coronary artery. The balloon shaft was removed intact. A 2.0 x 15mm non-boston scientific balloon was then inflated to a maximum of 12 atmospheres, and a stent was placed to ensure the balloon fragments were entrapped behind the covered stent, and the procedure was completed. The patient was stable post-procedure.

Manufacturer narrative:
G4: PMA/510(k): k163174.